Manufacturer narrative:
The full patient identifier is case: (B)(6). The customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. A beckman coulter field service engineer (fse) was dispatched to assess the instrument's performance. The fse noted a pinhole leak in the sample probe tubing. The fse replaced sample probe tubing, peristaltic pump tubing, aspirate probes and mixer spinners. The fse also cleaned the incubator wheel and performed dispense probe plate alignments. Fse verified system with high sensitivity system check, system check, accutni +3 precision study and quality control, all which passed specifications. In conclusion, although a single contributing component could not be identified, the cause of the non-reproducible low access accutni +3 results is a hardware malfunction.

Event description:
The customer reported that erroneous low troponin I (access accutni +3) results for were generated on the customer's unicel dxi 600 access immunoassay analyzer (part number a71460 and serial number (B)(4)). The low results were not reported out of the laboratory. The customer did not report change to or impact to patient treatment based on the erroneous low access accutni +3 results. The sample was tested on the laboratory's alternate unicel dxi (serial number not provided) and reported obtaining higher results. The customer also reported quality control (qc) recovering out of range low for multiple assays. The customer also reported "reagent pipettor detects sample vessel fluid at unexpected height" errors in connection with the event. A beckman coulter field service engineer (fse) was dispatched to the customer site on 24jan2020. The fse noted a pinhole leak in the sample probe tubing. Fse replaced sample probe tubing, peristaltic pump tubing, aspirate probes and mixer spinners. Fse also cleaned incubator wheel and performed dispense probe alignments. Sample tube collection type was not provided. Sample centrifugation speed and time, sample storage conditions or other sample information was not provided. There was no report of sample integrity issues. No further sample information was provided.